Event description:
It was reported that a patient with an implantable cardiac defibrillator (ICD) system had tachycardia with wide qrs. It was also noted that a lead integrity alert was triggered for the right ventricular lead due to oversensing and possible noise. Follow up with the physician reported that the lead was not related to the death. A cause of death was requested from the funeral home and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt for additional information from the funeral home was unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).